Manufacturer narrative:
It was reported that a patient (female, 70 years old, 100lb) underwent cardiac ablation procedure for atrioventricular nodal reentrant tachycardia (avnrt/wpw) with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring no intervention. It was reported that during avnrt/wpw case, a small pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by echo. Caller reported that there was no medical intervention provided. The patient was reported to be in stable condition. Device evaluation details: the device evaluation has been completed. The device was visually inspected, and it was found in good condition. The temperature, deflection and irrigation features were tested, and no issues were found. The catheter was connected to the carto 3 and the 106 error was observed, further investigation revealed an open circuit in the force sensor creating this issue. A manufacturing record evaluation was performed for lot # 30430689m, and no internal actions related to the reported complaint were identified. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The error 106 which was identified during product evaluation cannot be determined since there is evidence that the device was manufactured according internal procedures. No device problem/no problem detected as related to the reported adverse event. Cause not established for the open circuit found related to error 106 identified during testing. Note: it was originally reported by the caller that the product involved was a thermocool® smart touch® bi-directional navigation catheter with product code d132705 and unknow lot #. However, upon product return evaluation, electronically erasable programmable read only memory (eeprom) evaluation was able to verify the lot # of the device as 30430689m with the correct product code as d134805. As such, the following fields have been updated: d1. Brand name changed from thermocool® smart touch® bi-directional navigation catheter to thermocool® smart touch® sf bi-directional navigation catheter. D4. Catalog # changed from d132705 to d134805 d4. Lot # changed from blank to 30430689m d4. Unique identifier (UDI) changed from (B)(4) g4. PMA/ 510(k) changed from p030031/s053 to p030031 if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the bwi product analysis lab received the complaint device for evaluation. Initial visual analysis found the device in normal condition. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient (female, (B)(6) years old, 100lb) underwent cardiac ablation procedure for atrioventricular nodal reentrant tachycardia (avnrt/wpw) with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring no intervention. It was reported that during avnrt/wpw case, a small pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by echo. Caller reported that there was no medical intervention provided. The patient was reported to be in stable condition. This adverse event was discovered during use of biosense webster products during mapping in the right atrium. No transseptal and no ablation was performed. The irrigation flow was set to 2ml/min. No error messages were observed on biosense webster equipment during the procedure. Graph, dashboard and vector were used for force visualization. The patient had fully recovered. No extended hospitalization was required. The physician¿s opinion is that the cause of the event was possibly high force event.